Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss") and abdominal distension ("bloating"). The patient was treated with surgery (remove the essure implant ). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, alopecia and abdominal distension outcome was unknown. The reporter considered abdominal distension, alopecia, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain"), genital haemorrhage ("heavy bleeding / evacuation of clot") and post procedural haematoma ("hematoma post lavh") in a 34-year-old female patient who had essure (batch no. B36499) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced acne ("acne"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). In 2012, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2013, the patient experienced bacterial vulvovaginitis ("bacterial vaginitis") and vaginal discharge ("vaginal discharge"). In 2015, the patient experienced dyspareunia ("dyspareunia"), fatigue ("fatigue") and vertigo ("vertigo"). On (B)(6) 2015, 4 years 6 months after insertion of essure, the patient experienced post procedural haematoma (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy,lysis of adhesions.) And surgery (diagnostic laparoscopy, evacuation of clot,). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, abdominal distension, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, bacterial vulvovaginitis, vertigo, acne, vaginal discharge and post procedural haematoma outcome was unknown. The reporter considered abdominal distension, acne, alopecia, bacterial vulvovaginitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, post procedural haematoma, vaginal discharge, vaginal haemorrhage and vertigo to be related to essure. The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media menorrhagia, pelvic pain, lower abdominal pain, dysmenorrhea,¿ most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. Reporter and patient demographics were added. Updated suspect drug indication. Events vaginal bleeding , menorrhagia, dysmenorrhea, dyspareunia, fatigue, bacterial vaginitis, vertigo, acne, lysis of adhesions, vaginal discharge and hematoma post lavh added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.